Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the down arrow and ok keypad buttons were under-responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/01/2016 with the following findings: during investigation, the pump powered on with the returned battery cap. The keypad was intact and there were no signs of peeling or tearing. All the keys were responsive to user presses. Unrelated to the original complaint, there was contamination found under all the key contacts. The pump case was removed and there was evidence of moisture contamination found inside the pump and other internal components. The battery compartment as well as the pump case was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).